Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, during the deployment sequence, the lock line could not be removed. The cds was removed with the clip attached. The procedure continued with a new clip. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability removing the lock line was confirmed due to an observed knot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. The investigation determined that the reported inability to remove the lock line (mechanical jam) was due to the observed knot on the lock line; however, a cause for the knot cannot be determined. There is no indication of product issue with respect to manufacture, design or labeling.